Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the basal rates were adjusted. Customer had low blood glucose. Customer had to call the ambulance 3 times. Customer's blood glucose was 30 mg/dl to 40 mg/dl. Customer was pregnant. Device had alarmed failed battery test alarms, weak battery alarm, and off no power alarm. Device did not alarm a low battery alert prior to the off no power alert. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with motor error alarm during occlusion test and was unable to prime during prime test due to faulty force sensor resistor; unable to perform occlusion test due to motor error alarm. However, the motor passed motor test. The insulin pump had normal operating currents and no unexpected off no power, low battery, weak battery or failed battery test alarms noted. The insulin pump had cracked reservoir tube window, cracked reservoir tube lip, cracked belt clip slot at battery tube threads area, cracked case at the display window corner and minor scratched lcd window.